Event description:
It was reported that controlling/navigation with the touch pen was not possible. The cursor followed the touch pen on the screen, but when "clicking," the touch pen only worked after several tries. The touch pen was replaced with another touch pen, with the same results. The programmer will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the programmer was initially returned with no information, and analysis was conducted accordingly. Information regarding the reason for return was received after analysis was complete. Initial analysis was not able to determine a reason for return, as no anomalies were found. As a result, the stylus was calibrated and a software reconfiguration was performed.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.